Event description:
It was reported that the lead had a low impedance measurement. The patient was also getting electrical stimulation to the back of the left shoulder and down the left side of the back from his tens unit. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.